Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. A taxus express2 2.5x24mm drug eluting stent was deployed in the left anterior descending artery. When the physician tried to remove the balloon, there was resistance. No patient complications were reported. Patient status is satisfactory.